Event description:
Within one minute upon initiation of the treatment, noticed blood tinged on the tubing of the red wand. No blood leak alarm. Immediately stopped the blood pump, no blood return made. Disconnected the lines from the patient's port and flushed both ports with ns to maintain patency. Machine pulled from the unit, lines removed. Patient moved to a different station due to availability of the machine. New line set up made. Charge nurse and dr. Made aware. Labs drawn as ordered. Treatment restarted w/o any incident. No adverse reaction from the above incident. Vs (vital signs) stable, patient denies any discomfort. Biomedical services investigation found the following: the bbraun hemodialysis machine was inspection by dialysis sme (subject matter expert), and it was confirmed the dialysis machine was functioning as intended. Furthermore, with utilization of a "blood leak dye" it was confirmed that the fresenius artificial kidney consumable intermediary was the point of failure. Consumable supply = optifluxf160; lot # 24hu06002. Once the bbruan machine was validated to be functioning properly, the bbruan machine was returned to clinical workflow.